Event description:
The device was applied during a prostectomy procedure. Reportedly, the instrument did not fire consistently. The surgeon applied another device to complete the procedure. The hsp has reported that no pt injury occurred. Expiration date: 7/31/2001.